Manufacturer narrative:
The technician replaced the caster stems and horns to repair the stretcher.

Event description:
Information received indicates the brake will hold but the casters continue to swivel when in brake.